Event description:
It was reported that a user received an urgent low glucose alert on the ilet when the ilet displayed 49 mg/dl and a contemporaneous fingerstick measured 60 mg/dl; the user felt fine and treated with oral glucose totaling approximately 30 grams. Symptoms included hypoglycemia without reported loss of consciousness, seizure, or injury. Outcomes included recovery with self-treatment and no need for emergency care or hospitalization. Investigation included complaint intake review, device-use troubleshooting, and education on hypoglycemia treatment and confirmation with fingerstick. Investigation of this case revealed no device alarms beyond the urgent low glucose alert and no confirmed device malfunction, with the event consistent with treated hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.